Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to loss of capture and impedance issue. Furthermore, this lead exhibited high pacing threshold and got dislodged a couple of times. This lead was never in service and will not be returned for analysis as lead has infection. A new lead was then successfully implanted. No additional adverse patient effects were reported.